Manufacturer narrative:
The insulin pump passed displacement, rewind, and basic occlusion tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked case on display window corners, minor scratched liquid crystal display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that customer's insulin pump alarmed motor error during priming. Customer changed the infusion set, but the device alarmed motor error during the first bolus. Customer's blood glucose was 3.9 mmol/l. The device was not bumped or exposed to strong magnetic field. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).